Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. The right atrial (ra) lead exhibited high thresholds and was determined to have been pulled back. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.